Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the surgical staff noticed that the shaft of the thoracic grasper instrument was bent and the coating was peeling off. According to the initial reporter, the coating fell off into the patient and was retrieved. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the coating from the thoracic grasper instrument peeled off, fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment(s) was retrieved.